Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 10feb2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the unit has a check vent alarm led failed. The unit alarmed continuously. The field service engineer (fse) was able to duplicate the reported problem. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The field service engineer (fse) replaced the power switch overlay and power management board to address the reported issue. The device is fully operational again and has been put back into service.

Manufacturer narrative:
No parts were returned for failure investigation. The primary mode of failure for this overlay has been determined to be delamination and cracking of the encapsulate epoxy encasing the led dice, and physical shearing of the epoxy or trace causing opened and intermitted trace continuity to the led.